Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps experienced an over infusion and air in line alarms when used with specific transfer devices and tubing, prolonging infusions an additional 30 minutes. There was no known patient injury or medical intervention associated with this event. No additional information is available.